Manufacturer narrative:
The guide wire has not been received for analysis as of the date of this report. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an aortogram with bilateral runoff, the ptfe coating on the amplatz super stiff guide wire appeared to be "breaking off of the wire". The procedure was successfully completed with another of the same guide wire. No patient injuries or complications were reported. "No coating was left in the patient and the patient was not compromised in any way."